Event description:
The physician reports a patient that is dissatisfied with her visual outcome after undergoing cataract surgery with attempted implantation of an ao60g intraocular lens. The patient's preoperative uncorrected visual acuity was 20/50. During insertion of the iol, the surgeon observed that the lens turned as it exited the injector. As the injector was retracted from the eye, the trailing haptic remained in the injector and the lens flipped inside of the anterior chamber. The capsule became wrapped around the iol. The iol needed to be removed and an anterior vitrectomy was performed. The original incision was 2.6mm and had to be enlarged to 6.0mm. An anterior chamber iol was implanted and six sutures were required to close the wound. The patient's postoperative uncorrected visual acuity was 20/200. Two months postoperatively, the sutures were removed, but within 48 hours, the wound was found ruptured and endophthalmitis developed. The patient's current visual acuity is hand motion.

Manufacturer narrative:
Conclusion: according to the surgeon, the patient may have had weak zonules prior to the cataract removal that went undetected. A DHR review has been requested and results will be submitted in a supplemental report.